Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. The reporter is unwilling to provide any additional information. (B)(4).

Event description:
A customer reported that a pool of patients had phaco burns during surgery while using the phaco straight tips. The hospital was advised to used another type of tips and the phaco burns were reduced. The reporter is unwilling to provide any additional information.

Manufacturer narrative:
Evaluation summary: no phaco tip was returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined.

Manufacturer narrative:
(B)(4).